Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the upper buttocks, which is off label usage of the device on (B)(6) 2024. On the same day the sensor was inserted, the patient put on a new dexcom sensor which ended up ¿not working¿, however, no specific error could be recalled. At an unspecified time while the patient was not receiving cgm values, the patient tested her bg meter reading which was ¿over 600 mg/dl¿. The patient was also wearing a tandem insulin pump. Therefore, the patient¿s husband brought her to the hospital. The patient was asymptomatic. While at the emergency room, the patient¿s bg meter reading was 915 mg/dl. While at the hospital, the patient's tandem insulin pump was removed and it was discovered that the pump infusion set's cannula was bent. The patient was treated with an IV insulin drip and was discharged home 6 days later. The patient was in good condition at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.